Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician encountered issues advancing the lead as it appeared that the lead tip was catching on the heart structure. The helix was retracted, and the lead was eventually implanted. The physician suspected that the lead helix was slightly extended upon removal from the packaging. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.